Event description:
On (B)(4) 2012, customer reported that they saw fluid on the sample carousel of the dxc 800 pro instrument. Customer stated the volume of fluid was about 5 ml, and that fluid was cleaned up and no further leaks were observed. Customer stated that the instrument's weekly maintenance was just completed and no erroneous results had been generated. No injuries had been reported either due to the leak. Customer technical support (cts) assisted the customer with troubleshooting. Cts directed the customer to press the stop button and visually inspect the mixer paddles and probes. Customer stated that the tubing on top of the reagent probe was loose and the reagent probe had leaked. Customer tightened the tubing and no further leaks were observed. This resolved the issue.

Manufacturer narrative:
(B)(4).